Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro xrt implant approximately two and a half (2 1/2) months after placement due to peri-implantitis and an adjacent infection.